Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. Phone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), one side of the lens haptic was stuck in the cartridge. The doctor used ophthalmic micro tweezers to hold the lens haptic and completed the iol implant operation successfully. No further information was provided.